Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage from the gate was not observed. A review of the manufacturing records was completed for the incident lot #5272646 and no issues were identified. Conclusion: absolute root cause is indeterminate. Root cause most likely due to part sticking to the mold during manufacturing.

Event description:
It was reported that blood leaked from the gate of the 2ml, 13mm x 75mm bd vacutainer® k2edta tube. No blood exposure to mucous membrane. No injury or medical intervention.